Manufacturer narrative:
The device was not returned for analysis, as it was implanted in the patient. Attempts have been made to obtain additional information, however, our attempts were unsuccessful. Based on the reported information, there is no allegation that the device malfunction or that a device deficiency occurred. The reported event occurred post the procedure and was likely caused by the patient not following the health professional¿s medical advice and instructions. Thromboembolism and neurological deterioration are known inherent risk of endovascular procedure and are documented in the device's instruction for use. However, the exact cause of the local thrombus formation cannot be reliably determined; however, per the reported information, review of IFU, and review of literature to investigate the complaint, the most likely cause for the complaint is patient condition.

Event description:
Medtronic received report that 2 days post successful placement of the flow diverter, the patient experienced a stroke. Two days post the procedure, the patient was rushed back to the hospital with stroke like symptoms of right side paralysis and facial droop. There was report that a clot formed within the implanted device. The initial angiographic result post procedure device implantation was good. The aneurysm is in the left superior hypophyseal. It was unruptured, saccular, with a max diameter of 7mm and a neck of 4mm. The landing zone was 3.2m distally and 3.2 mm proximally. The anatomy was moderate. Reapro was given to treat the clot, when the patient was hospitalized. There was some question whether the patient took the prescribed antiplatelet medication (brilinta) after being discharge. The aneurysm was below 10 mm. The device was prepared per the instructions for use (IFU). Follow up angio revealed the was patent. Aneurysm was shut down. Some residual clot was still in the ventral wall of internal carotid artery (ica). The p-com and all other vessels were patent. The patient is currently in rehab.